Event description:
A malleable device was implanted on 2/24/94. The left cylinder was removed, date not provided, due to erosion and infection. The remaining right cylinder was removed from the pt on 2/20/97. An ipp device was implanted.